Manufacturer narrative:
The reported device was returned to conmed in opened unoriginal packaging for evaluation. Visual inspection found a hole in the bottom corner of the bag. The manufacturer unimax medical systems, inc. Is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation.

Event description:
This is a voluntary distributor report: the conmed sales representative reported on behalf of the user facility that during a procedure, a sb534 mini endo pocket bag broke while trying to remove a node. The user then attempted to remove the node with an alternate sb936 detachable pouch, which also broke. Upon attempts to gather additional information, the reporter stated that although unsure of his recollection of the events, the procedure was completed. No additional information regarding the current patient status or procedure was provided. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.